Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. On (B)(6) 2023, a pd nurse collected a pd effluent sample from the patient for culture. Per the nurse, the pd culture grew the bacteria staphylococcus epidermis. The nurse stated the patient was treated with antibiotic therapy using vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient continues pd with same cycler without any further issues and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse attributes the peritonitis to touch contamination during the pd exchange.